Event description:
Healthcare professional reported rupture. Later healthcare professional reported "calcifications and multiple cysts (not device related)" confirmed via mammogram. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. Calcification: not observed. Cyst(s): unable to observe as it is not related to the manufacturing process. A workmanship was observed not related to the complaint for a split in patch observed event. A further investigation is requested to analyze the split in patch observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area (ss), it is out of specification per qa199.04. The events of calcification and cyst were not confirmed, and the event of rupture was confirmed, however despite of the confirmation, the rupture event was not related to the manufacturing process. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v8.0) was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only (B)(4) in jul/2023) no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "calcifications and multiple cysts (not device related)" confirmed via mammogram. This record is for the left side. Device was explanted and replaced.